Manufacturer narrative:
The date on the initial report should have been (B)(6) 2018.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event(s) of acute encephalitis, hyperkalemia, hyponatremia, metabolic acidosis and myalgia which warranted hospitalization. The discharge summary indicates the hospitalization and event(s) were likely due to non-compliance. This is evidenced by the patient¿s previous hospitalizations, and the improvement of all symptoms after ccpd therapy resumed while hospitalized. It is known that non-compliance to peritoneal dialysis therapy is a major factor when looking at efficacy and outcomes of therapy. Based on the available information, the liberty select cycler can be dissociated from the event(s); as there is no allegation or indication the liberty select cycler caused or contributed to the adverse event(s). Additionally, there is no evidence of a malfunction or of the machine failing to perform as expected in relation to this event. Furthermore, the patient continued to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency following discharge. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a peritoneal dialysis patient was hospitalized for hyperkalemia on (B)(6) 2018 to (B)(6) 2018. A discharge summary was sent. The discharge summary was received on 26/nov/2018 which revealed the patient presented to the emergency room (ER) with diffuse myalgia and recurrent myoclonic jerking movements. The record indicates the patient has multiple prior hospitalizations for non-compliance. Upon follow up, the pdrn stated that the patient is non-compliant due to habit. The patient's non-compliance is not cycler related.